Event description:
It was reported that the pt underwent a fusion procedure using rhbmp-2/acs. At an unk time post-op, the pt had a surgical revision due to bone resorption and pseudoarthrosis.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.